Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was went up to 400 mg/dl at yesterday morning. The blood glucose level was 428 mg/dl at the time of incident. Customer also stated that the he had an bolus of 10 units and an one hour later the blood glucose was 500 mg/dl. The customer was treated with manual injection. The customer has been experiencing the symptoms like nausea, abdominal pain difficulty breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal . Based on customer¿s report customer does not allege pump was under delivering. Customer forgot to fill cannula dead space after removing the introducer needle. The device will be returned for analysis.